Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. The fse confirmed the problem reported by the customer of a cable is loose is loose. The fse determined the cause of the problem to be the main system power cord. The fse replaced the main system power cord to resolve the issue. The fse verified system functionality. The power cord is used to interface the system with the facility power outlet. A failure of this plug will result in the system not booting or functioning. Based on age of the system, manufactured before 2006, this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used. This complaint does not represent a malfunction.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ac power cable and plug assembly was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to power up. No patient serious injury or death was reported related to this event.